Manufacturer narrative:
(B)(4). A non-medtronic service provider checked and confirmed the reported issue. The service provider cross-checked the lcd cable with working ventilator and found it faulty. Covidien was not authorized to evaluate/service the device so the reported complaint could not be confirmed.

Event description:
It was reported that during set up the e360 ventilator had a blank display. There was no patient involvement.